Event description:
It was reported that upon arrival of an incoming set the instrument and trial were separate from the tray, red tagged and marked broken.

Manufacturer narrative:
Method: device history review; complaint history review; device evaluation; results: the materials analysis performed on the returned device indicated that the fracture resulted from instantaneous load combined with a repeated fatigue load over time. This device was manufactured in 2009 so it is likely that normal wear contributed to the reported event. The sales rep also reported that the instrument was being rocked medial-lateral when the fracture occurred so it is likely that a cantilever overload applied by the user also contributed to the reported event. Conclusion: the slide trial handle was confirmed to have a fractured tip upon visual inspection. The tip of the handle was confirmed to be stuck in the returned anchor l trial. No new harm/hazard has been identified. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. A materials analysis confirmed the material composition and hardness to be within specification.

Event description:
It was reported that upon arrival of an incoming set the instrument and trial were separate from the tray, red tagged and marked broken.